Manufacturer narrative:
The reported product is an unknown baxter transfer set. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient touched the blue tip of the transfer set. The peritonitis was manifested by abdominal pain and cloudy fluid. The patient was not hospitalized for the peritonitis event. The same day as event onset, the patient was treated with intraperitoneal vancomycin (1 gm every four days, for eight days). On an unknown date, the patient was treated with intravenous vancomycin (1 gm every four days, ongoing). Eight days after event onset, dianeal therapy was discontinued. On an unreported date, the pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient was recovering from the event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.